Event description:
The reporter indicated that the device was found in backup. The device was successfully reset. When asked by the nurse, the patient stated that he had not had exposure to an emi sources. The thresholds are ok, the magnet rate is at bos (beginning of service), and the cell voltage=2.70v.